Event description:
It was reported that the bur broke inside the attachment. It is unk if there was pt involvement or adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The bur and attachment subject to this investigation were not returned to the manufacturer for eval, if the product is received, an eval will be performed and a follow-up MDR will be submitted. Part number and lot number info has not been provided to permit further investigation.